Manufacturer narrative:
The zoll catheter in complaint was returned to zoll on 02/27/2017 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that a leak was noted during patient use. It is unknown if the leak was caused by the catheter or start-up kit ( suk). The reporter could not provide us with additional information. No known patient consequences were reported. No other information was provided.

Manufacturer narrative:
A quattro catheter (lot # 64268) was returned to zoll (B)(4) for evaluation. Evaluation of the returned quattro catheter found no issue; however, the reported leak was found on the returned start -up kit (suk) and based on the investigation suk leak is considered a non - reportable malfunction per edc-2374 - ivtm medical device reporting policy, ref# d-26. This failure would not prevent appropriate therapy from being delivered. A visual inspection of the returned catheter was performed. The catheter was received with accumulated blood on the balloons, shaft, luered tubings and infusion ports. No abnormalities with the catheter were seen. During functional testing, the returned catheter was connected to a pressurized inflation device and pressure was increased up to 100psi. No leak was noted. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for quattro catheter sn (B)(4).